Event description:
The patient called tor eport issues with the adhesive on 4 v-go 20 devices. She stated that the adhesive was faulty, causing the devices to repeatedly fall off. She stated that 2-3 devices fell out within the first three hours of putting them on and that the tape would peel when she moved or bent over. The patient discarded her faulty v-gos and does not have information on the expiration date or the lot number.